Manufacturer narrative:
In the case description, the user mentioned the pdm screen getting hot and having battery charging issues. The pdm was returned with 21% battery. The pdm was plugged in and allowed to charge to 100%. The pdm was not felt to get hot during charging. The pdm was able to charge, turn on, and boot up with no issues. Inspection of the android log files downloaded from the pdm showed no evidence of the pdm overheating and no evidence of battery charge issues. The logs showed that the pdm battery remained within operating temperature spec during use and that the battery was able to last for the 48 hours after a full charge required by the product requirements. The pdm was paired with an unused pod and used under typical use conditions for 48 hours. The pdm battery was able to last for 48 hours with no evidence of increased battery drain and no instances of overheating observed. The returned pdm was found to function as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided. Post market safety reviewed this case reported by the customer that stated the pdm is hot and displayed a message/alert indicating it was too warm/hot. In addition, the customer reported noticing issues with the battery capacity draining quickly. At the time of this report the customer stated the device was functioning normally however she's going on vacation and requested a replacement. This event is not related to CAPA 000037, as the device remains functional and there is no evidence of thermal runaway. The customer will return the device to insulet for further investigation. Post market safety will reassess this case if new information becomes available.

Event description:
Customer reports she plugged in the charger to recharge and the screen of the pdm was really hot, too hot to touch. No injuries or medical intervention were reported due to this event.